Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ bilateral patient. Litigation alleges that patient has elevated metal ion levels. Update: (B)(6) 2014 - sales rep reported revision surgery of the right hip. Patient's right hip was revised to address pain. Adapter sleeve added to complaint. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - medical records received for right hip revision, upon revision, abundant yellow fluid with chronic looking material, a red-brownish pseudocapsule with necrotic tissue, and significant black material consistent with corrosion were noted. Stem added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.